Event description:
The patient sent a letter to stryker with the following content: "on (B)(6) 2026, several of your implants were implanted at (B)(6). On (B)(6) 2026, the lower screws were still intact. On (B)(6) 2026, the upper screw had snapped clean through.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.